Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field again. In summary, no faults were found. The navigation system was found to be fully fu nctional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735771 (serial: unknown) h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture the event. A070803 captures the inability to turn the camera cart back on and a0719 captures the camera cart shut off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart shut off right before they were about to spin for a spine case. The manufacturer representative was unable to turn the camera cart back on after it shut off. Systems were swapped to continue the case. There was troubleshooting present. It was reported that the manufacturer representative (rep) did not have the applicable driver to unplug the camera cart battery from the uninterruptible power supply (ups) to see if that could turn the system back on. The probable cause noted was an overheating camera cart battery. There was no impact to patient's outcome and the surgical delay was about five minutes.  Additional information received indicated there was further troubleshooting performed. It was reported that the system was turned on and when the system was unplugged from the wall, in self-test, under the admin log, the battery percentage rapidly declined to 0 percent and the camera cart shut of after 15 seconds. It was reported the camera cart had been unplugged from the main cart for a couple of days.